Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 12570405 , 936681) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (endometrial ablation and robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, 2011 left - 1 coil, right - 1 coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal. Left 12570405 ,right- 936681 lot numbers. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Reporters information were added. Lot no. Were added. Event: medical device removal were updated to pelvic pain and menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 12570405 , 936681) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (endometrial ablation and robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, 2011 left - 1 coil, right - 1 coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal. Left 12570405 ,right- 936681 lot numbers. Lot number: 12570405 manufacturing date: 2013-04 expiration date: 2016-01 . Lot number: 936681 manufacturing date: 2012-01 expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal (' I had my hysterectomy 5 weeks ago') in a female patient who had essure inserted for female sterilisation. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: injury nos were updated to medical device removal .case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.